Event description:
Report rec'd of an over-delivery due to an operator error in programming the device. The pump was programmed to deliver argatroban 250 mg/250ml at a rate of 230 ml/hr instead of the intended 18ml/hr. After approximately three minutes, the pt noted that "the pump was infusing too fast". The nurse was notified and the programming error was detected. The pump was reprogrammed to deliver argatroban at the intended rate of 18 ml/hr. There was no reported adverse pt effect. No medical interventions were required.